Event description:
It was reported that bipolar and unipolar impedance on the atrial lead was greater than 9999 ohms and there was no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.